Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found the optic deformed. Haptic bent/deformed with fibre on lens surface. Dimensional inspection found the lens to be within specifications. Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with the same model, similar power, longer length, opposite toric meridian and the problem was resolved. The cause of the event was reported as unknown. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with the same model, shorter length and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).